Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) from a sterrad® 100's cycle. It is unknown if the cycle completed. The chemical indicator (ci) did not change color correctly. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Upon follow-up with the customer, they confirmed the issue was not a suspect positive bi, but that the sterrad cycle cancelled. They did not incubate the bi due to the cancellation, but instead, reprocessed the load using a new bi. Therefore, this is not considered a reportable event since the cycle cancelled and there was no suspect positive bi.